Event description:
Overdelivery reported. During routine biomedical engineering preventative maintenance, the pump delivered 21.1ml with an expected delivery amount (flowsheet value) of 19.8ml. Device specification requires actual delivery to be +/-0.8ml from the flowsheet value. There were no reportes of any problems while the device was in clinical use.